Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the prep process, the balloon of a 5f mynx control vascular closure device (vcd) did not deflate fully and did not go into the sheath. The atraumatic tip and catheter tip were broken when re-entering. The atraumatic tip was frayed/split/torn. The sealant sleeve is what is meant by the catheter tip and it was frayed/split/torn. Manual compression was used for twenty minutes to complete the procedure and the patient recovered. There was no reported patient injury. An attempt was made to put it in the sheath, but the balloon deflation was not done properly. A non-cordis sheath was used. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The device was prepped and used according to the instructions for use (IFU). The device was opened in a sterile field. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during the prep process, the balloon of a 5f mynx control vascular closure device (vcd) did not deflate fully and did not go into the sheath. The atraumatic tip and catheter tip were broken when re-entering. The atraumatic tip was frayed/split/torn. The sealant sleeve is what is meant by the catheter tip and it was frayed/split/torn. Manual compression was used for twenty minutes to complete the procedure and the patient recovered. There was no reported patient injury. An attempt was made to put it in the sheath, but the balloon deflation was not done properly. A non-cordis sheath was used. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The device was prepped and used according to the instructions for use (IFU). The device was opened in a sterile field. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open and syringe connected to the device. The sealant remained in the manufacturing position exposed to blood. The atraumatic wire was observed slightly kinked/bent. The sealant sleeve assembly was observed to have been severely kinked/bent. It is unknown if the device was manipulated after the procedure, and if the damage to the atraumatic tip occurred during the procedure or during subsequent handling or transit. The syringe and procedure sheath were not returned with the device; therefore, compatibility of the sheath . With the returned device cannot be verified per the mynx control instructions for use (IFU). Per dimensional analysis, the slit length was verified and noted to be within specification. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the balloon was fully inflated/deflated as intended with proper functioning of the inflation indicator (mynx control instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed no signs of fray or split in the atraumatic tip or the sealant sleeve of the returned device. However, the atraumatic wire was observed slightly kinked/bent and the sealant sleeve assembly was observed to have been severely kinked/bent. The presence of core wire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history record (phr) review of lot f2211204 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn-in patient¿ was not confirmed during analysis of the returned device. However, the atraumatic wire was observed slightly kinked/bent, and the root cause of the reported event could not be conclusively determined. The reported ¿mynx control sealant sleeves frayed/split/torn¿ was not confirmed. However, visual inspection of the returned device revealed that the sealant sleeve assembly was severely kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. The reported ¿balloon deflation difficulty during prep¿ was not confirmed during analysis of the returned device as the balloon preformed as intended per the IFU. Procedural or handling factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.